Manufacturer narrative:
A proper evaluation cannot be performed due to the product not being returned. Information received indicates the physician was using the positioner as a ureteral catheter to access the ureter which is an unintended use. While being used in the ureter the radiopaque band had slid off the positioner tip, the physician removed the radiopaque band using grasping forceps. No additional harm to the pt reported, the procedure was extended by 15 additional mins. All products in stock and in process were checked and noted to be within specification. A corrective/preventive action has been issued.

Event description:
Customer states: "hospital had an incident with the metal tip from our pusher coming off in the pt. It took an extra 15 mins of time to retrieve the metal tip, but no extra procedure. It was removed and pt is fine. Dr said this is the second one to come off for him."